Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and tactile examination of the catheter shaft identified that the shaft was creased/bunched, just distal to the proximal markerband. This type of damage is consistent with excessive force having been applied to the shaft. When an attempt was made to pass a 0.018 inch guidewire through the device, a blockage was identified at 65 cm proximal to the tip. The guidewire was removed and inserted through the hub. The guidewire travelled to the site location of the initial blockage and could not advance any further. Following the inflation test of the balloon, the shaft was dissected at the site of the blockage. As a result the blockage was consistent with a build-up of solidified blood inside the wire lumen. No issues were identified with the lumen which could potentially have contributed to the build-up of blood inside the wire lumen. A visual examination of the balloon found no tears in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located at the proximal edge of the proximal transition zone in the balloon (7 mm proximal to the proximal edge of the proximal markerband). A microscopic examination of the balloon material identified no issues which could potentially have contributed to the pinhole leak. An examination of the proximal markerband identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07049. Reportable based on device analysis completed on 06-jul-2017. It was reported that difficulty tracking over wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. Two 5.5-4/4t/90 mm symmetry¿ balloon catheter were selected to dilate the lesion. The first symmetry¿ balloon catheter failed to expand properly during initial inflation. The device was removed and when it was checked outside the patient's body, it was noted that there was a leakage of contrast media in the balloon. Another symmetry¿ balloon catheter was advanced for dilation. However, the transend guide wire had difficulty crossing inside the guidewire lumen of the symmetry¿ balloon catheter even though flushing was performed with saline. The device was completely removed from the patient and the procedure was completed with another symmetry balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.